Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient has poor communication. The patient stated that they turned their unit off on tuesday the week prior to the call because they had to go through screening. The patient can't connect to the device and turn it back on now. The patient is unable to connect with the patient programmer. The patient stated that they have not had any accidents or falls. The patient stated that this happened before at (B)(6) or beginning of (B)(6), but then it came on. The patient stated that they had to bend all the way over for them to manage to turn it back on. The patient has an appointment with the healthcare provider (hcp) on (B)(6). The patient was asked to call the hcp office to inform them of the issues so a manufacturer's representative (rep) will be present. The patient stated that they can feel the battery, and that it is painful to touch. The patient state that the top side of the battery is higher and sticks out more than the bottom side. The patient stated that the painful touching of the battery was sudden. No further complications were reported or anticipated.